Manufacturer narrative:
Maquet cardiopulmonary gmbh requested the affected product for return on 2020-02-11. Sample received on 2020-03-12. The returned products (lot # 70129270, UDI # (B)(4) and lot # 70127671, UDI # (B)(4)) were investigated in the laboratory of the manufacturer on 2020-04-02. During the visual inspection, cracks were found on the luer port on the blood outlet side on both of the samples. During the leakage test carried out according to lv 201, water leaked from these cracks. Thus the reported failure could be confirmed. The most probable root cause for the leakage is the crack on the luer port. When the event occurred, one of two devices was being used for treatment of the patient. The product was directly involved in the incident. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Internal ref. # (B)(4) , os: (B)(4). (Revised).

Event description:
It was reported that two quadrox hmod 70000 had lear caps that were leaking. One of the quadrox was leaking during prep and the second quadrox starting leaking 26 hours in to patient therapy. Further information received on 2020-02-07: the customer exchanged the oxygenator during treatment. (B)(4).